Event description:
In (B)(6) 2017 I was implanted surgically with allergan breast implants, within 6 months I was diagnosed with chronic laryngitis mycoplasma pneumonia, severe rash, and experienced severe chronic fatigue, brain fog, etc. Until my explant (self-paid) on (B)(6) 2018. I contacted the company and notified them of my diagnosis, problems and resulting implant asking to be compensated if only for the explant, only to be denied any compensation whatsoever. I understand it was an elective procedure, but I would never have put myself in harm's way had I known of the resulting consequences.